Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower application not launched after random system boot up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower application not launched after random system boot up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application not launched. The field service engineer (fse) found application was running. Fse attempted to log in to hardware test application but was unsuccessful as hardware test application was not functioning. Due to previous issues, fse replaced the hard drive with a new one. After shutting down the station, I installed the new drive, configured the device name, serial number, site ID, ip settings, and time. I then opened the application, executed a data sync, updated the login credentials, and rebooted the station to verify proper operation. The system functioned as intended after the field service engineer resolved the issue.